Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their device was implanted in 2015 and it never worked. They stated that shortly after it was placed it suddenly turned up to a very high setting causing a lot of pain. The patient reported they went to the ER and they fixed it and turned it down. The pain issue was corrected but the device never helped with their bladder symptoms. The patient was connected to a provider. Patient was provided with the number for a patient support representative.